Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient symptoms were not related to the right atrial (ra) lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient present to the clinic with atrial arrhythmia and atrial fibrillation. Upon device interrogation, the right atrial (ra) lead was found to have exhibited high thresholds. The ra lead remains in use. No patient complications have been reported as a result of this event.